Event description:
The facility representative reported an infusion pump with 15 battery discharges. This issue was reported to have occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer reported issue was confirmed during service. Inspection of the device found that the man batteries were depleted and potentially damaged. The main batteries were replaced. Review of the complaint history reveals similar reports have been received fro this product for the reported issue. This issue is currently being investigated. Service of the device was conducted on-site.